Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter and wife stated that the patient received questionable results from coaguchek xs meter serial number (B)(4). At 6:17 pm, the result from the meter was 1.6 inr. At 6:25 pm, the result from the meter was 2.2 inr. Different fingers were used for each meter test. The patient had not notified their doctor of the questionable result and therefore had not received any treatment based on the results. There was no allegation of an adverse event. The patient's therapeutic range was 2.0-3.0 inr. The patient had no hematocrit concerns, no lupus, no antiphospholipid antibodies, and no change in diet. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. Upon review of the meter memory, the following additional result discrepancies were observed: on (B)(6) 2018 at 12:24 pm, the patient had a result of 6.9 inr. On (B)(6) 2018 at 12:31 pm, the patient had a result of 3.4 inr.

Manufacturer narrative:
The patient meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 38%, donor 2 hct: 48%. Testing results: donor 1: retention meter with master lot strips: 2.7 inr, customer meter with master lot strips: 2.7 inr. Donor 2: retention meter with master lot strips: 2.2 inr, customer meter with master lot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.